Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 37092, product type: accessory. (B)(4).

Event description:
The patient reported the poor communication screen on his patient programmer (pp) and when he tried to use the pp it would not communicate with his implantable neurostimulator (ins). It was noted the patient did use an antenna. He confirmed the antenna was secure and attempted to communicate but this did not resolve the issue. There was no telemetry with or without the antenna. The patient tried unplugging the antenna and placing the pp directly over the ins on his skin but it did not resolve the issue either. The patient received a new pp and it was not working with his old antenna so a new antenna was sent. It was reported the antenna was damaged. The patient received the new antenna but he was still seeing the poor communication. The patient was referred to his healthcare provider (hcp) to have his device checked. No patient harm was reported. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine if the patient experienced any symptoms related to the event, the cause of the event, what additional actions were taken to resolve the event, and if the event had resolved. If additional information is received, a follow-up report will be sent.